Event description:
It was reported that an unspecified malfunction occurred, the user interface on the screen appeared distorted, and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. Reportedly, the customer had the pump with him in the procedure room during a computed tomography (CT) scan, two days prior to the reported event.

Manufacturer narrative:
The device has been received for evaluation. However,t he evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.